Event description:
It was reported that pump displayed malfunction code 12 with associated fault information and that issue recurred even after pump was reset using guidance from technical support. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, instructed customer to place malfunctioning pump in storage mode, return it using provided label, and then program pump settings and reconnect continuous glucose monitor on replacement device.